Event description:
The account alleges that while using a 5 mm micro plug set to close a pda in a 2 kg baby via femoral venous approach, the device prematurely disconnected during deployment from the distal end of the delivery catheter and embolized into the descending aorta. An introducer sheath was placed in the femoral artery and the device was retrieved with a snare. A new 5 mm micro plug set was used to close the pda. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.